Event description:
Revision surgery. In 2004 original surgery. In 2005 revised acetabular component to depuy cup with constrained liner, 2008 modular neck disarticulated from oti stem.

Manufacturer narrative:
Unable to determine lot number and catalog number. Encore will continue to request and research this info. When the information is received, a follow-up report will be submitted.